Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra ping meter had a power issue and would not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient reported that the alleged power issue began about 4 weeks prior to contacting lfs. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine in response to the alleged product issue. She stated that on an unknown date and time ¿about 2 weeks ago¿ after the alleged product issue began she developed the symptoms of shaking sweating and ketoacidosis. She detailed that as a result she was admitted to ER and was treated by a hcp with unknown IV fluids to ¿stabilize her blood sugar¿. At the time of trouble shooting, the cca confirmed that there was misuse of the device as the patient confirmed that the subject meter had gotten wet. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.